Event description:
Report rec'd of self delivery during testing. The pump was returned to the pharmacy dept with an unsigned note that said "broken" with no specific complaint. No tracking info was provided; therefore, specific pt info, pump programming, and event details were not available. During testing at the user facility, the device reportedly self delivered without the pt bolus pendant being pressed. There were no reports of any adverse events while the pump was in clinical use. Though requested, the customer declined to provide add'l info.